Manufacturer narrative:
(B)(6) 510k: this report is for three unknown 4.5 canulated (mathys) steel screws/unknown lots. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a transposition of the tibial tuberosity procedure done by being implanted with three (3) 4.5 canulated (mathys) steel screws; on an unknown date the patient developed an allergy. It is unsure whether these three (3) 4.5 canulated (mathys) steel screws are synthes products. There is no additional information available at the moment. Concomitant reported parts: washers (part/lot unknown, quantity 3).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This device was found not be synthes and does not require reporting by synthes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. This device was found not be synthes and does not require reporting by synthes.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Should further information become available this determination will be reviewed accordingly. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a patient has an allergy after implantation of three canulated steel screws 4.5. That she received as part of a transposition of the tibial tuberosity. No additional information available at the moment. This complaint involves 1 part. Update: no further information is available. Moreover it is unsure whether a synthes product was involved. This report is 1 of 1 for (B)(4).